Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the user attempted to secure the probe, but was not successful. The probe clip was broken and was detached from the casing. The customer used a back-up hsat device for the procedure. They did indicate a delay in the setup process, as they were troubleshooting the issue. The surgical procedure was completed successfully, and there was no blood loss or no adverse consequences to the pt.